Manufacturer narrative:
(B)(4): d10: item # 650-0837, delta cer fm hd 036/0mm 12/14, lot # 2018070637; item # 010000895, g7 10 deg e1 liner 36mm d, lot # 6309008; item # ps129gp2, lot # gts standard fmrl stem size +2, lot # 0001177772. G2: report source switzerland. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision the same day of initial implant due to acetabular cup loosening. Attempts have been made and additional information on the reported event is unavailable at this time.